Event description:
On (B)(6) 2010, the pt reported the battery in his insulin infusion device depleted without displaying a low battery alert. He stated the battery had been in use for 2 weeks. He removed the battery from his primary device and placed it in his backup infusion device. His backup device immediately displayed an e2 (battery depleted). No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.